Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating a high o2 concentration. Identification of issue has been done by analyzing problem description and service report. The nozzle units on both gas modules were found defective and have been replaced to resolve the issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported as the faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient harm. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator generated an alarm indicating a high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).